Event description:
Customer reported a noise in her insulin pump. The customer also reported a line on the display window. Customer's blood glucose was 173 mg/dl. The customer stated the insulin pump was dropped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with rattle noise inside the pump and alarmed after battery change due to loose/broken off c13 on. Pump also received with missing segments across lcd glass due to cracked lcd zebra connector. Pump received with missing end cap sticker, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.